Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined. H3 other text : implanted.

Event description:
It was reported the patients device was dislocated and the surgeon will be performing a second surgery to reposition the implant.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported the patients device was dislocated and the surgeon will be performing a second surgery to reposition the implant.